Event description:
It was reported a lead integrity alert (lia) was triggered for high rate non-sustained tachycardia and sensing integrity counter (sic) events. It was further reported the sic events started shortly after implant. The right ventricular (rv) lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.